Event description:
My son was hurt badly as the malem alarm burnt him. We followed instructions when we used the alarm. However the alarm just overheated for no reason and burnt my child. I have noticed several other complaints on medwatch. The FDA needs to look into this issue soon and stop sales of this product. (B)(6). FDA safety report ID # (B)(4).